Event description:
The nurse reported during surgery, the system stopped working with a system message displayed. The system was rebooted to complete the case. Additional info stated a posterior capsule tear occurred and an unplanned anterior vitrectomy was performed. However, the surgeon attributes the posterior capsule tear and anterior vitrectomy to the difficulty of the case. The system message and system not working did not contribute to the pt event. The two following cases were canceled. Both pts had not been anaesthetized.

Manufacturer narrative:
The company service representative examined the system and did not confirm the system message displayed. The company service representative inspected the anterior vitrectomy assembly and interior of the system for fluid ingress, no fluid ingress was observed. The power supply was replaced as a precautionary step. The system was then tested and met all product specifications. The power supply has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional info becomes available.